Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was later explanted.

Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope. Documented asystole with loss of av conduction was noted. High thresholds, high impedance, and failure to capture at maximum outputs were also reported. It was noted that the device was already programmed to aoo mode. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.